Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2014 with the following findings: during investigation, a review of the pump¿s black box showed no warning or alarms recorded. There was no evidence of excessive battery usage observed in the black box. The pump powered on with the returned battery cap; the battery cap was able to fully tighten securely to the pump. A power loss was not observed. The battery compartment was found to be intact. During testing, the pump¿s current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components observed inside the pump. The battery life issue was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.